Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Product event summary: the device was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of the device memory indicated oversensing due to non-physiologic signals/sic (sensing integrity counter). Analysis of the device memory indicated the right ventricular lead integrity alert, and analysis of the device memory indicated the unexpected delivery of a ventricular tachyarrythmia therapy. Beginning (B)(6) 2016, ventricular (v) sensing integrity counts up to 991; ventricular tachycardia (vt)-non-sustained episodes and ventricular fibrillation (vf) detected episodes with inappropriate shocks due to lead noise oversensing. Right ventricular (rv) lead integrity warning occurred on (B)(6) 2016 for sensing integrity counts greater than 30 in 3 days and 2 or more high rate non-sustained episodes. (B)(4).

Event description:
It was reported that the right ventricular (rv) lead contained a possible fracture. The lead will be scheduled for replacement and currently remains in use. No patient complications have been reported as a result of this event.